Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a laparoscopic ultrasound endoscopy procedure using an evis lucera ultrasound gastrovideoscope for the treatment of bleeding there was no air supply at all. The procedure was aborted because there was no improvement after withdrawing the scope and checking it. Hemostasis was acheived that day using another scope. The next day, the physician still needed the ultrasound function, so it was decided to use the scope again. Although there were no abnormalities in the pre-use check, air supply became impossible during the procedure, and it was decided to cancel it. Additional details have been requested. At this time, no additional information has been requested. Case with patient identifier (B)(6) reports the first procedure. Case with patient identifier (B)(6) reports the procedure the following day.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer.

Event description:
Update: regarding the patient's condition, from the next day onwards, when the new equipment arrived, the procedure was carried out and completed without any problem. There is no impact or health hazard to the patient related to stopping the procedure due to the equipment issue. Case with patient identifier (B)(6) reports the scope used in the first procedure case with patient identifier (B)(6) reports the air/water valve in the first procedure case with patient identifier (B)(6) reports the scope used in the procedure the following day. Case with patient identifier (B)(6) reports the air/water valve used in the procedure the following day.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, as a result of the decomposition study, it was confirmed that a foreign body such as blood remained in the insufflated tracheal tract. Since an abnormality was identified in the insufflation water button by estimation performed in complaints; (B)(6), it is likely that the insufflation could not be performed due to the backflow of fluid etc. Into the insufflation water channel in the case. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.